Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient was implanted with a new implantable cardioverter defibrillator system

Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant of the implantable cardioverter defibrillator system the patient presented with a blister at the incision site and antibiotic treatment was initiated. The following day the blister turned black and there was necrotic tissue versus eschar at the distal edge of the pocket. The patient was later admitted due to a concern for pocket infection and antibiotic treatment was started. At that time, it was determined the pocket was not infected. Wound care was applied for two and a half months and the physicians decided to proceed with removing the device and lead. No further patient complications have been reported as a result of this event.